Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy. It was reported the patient was running to catch a bus at the time of the shocks, and the rhythm was determined to be supraventricular tachycardia (svt). Technical services reviewed the episodes and noted shock therapy was exhausted in one episode. The physician reprogrammed rhythmid to 90% and also adjusted the patient's medications for better rate control. No adverse patient effects were reported, outside of the inappropriate shock therapy.